Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that the ac power module had failed. The ac power module was replaced under warranty which resolved the failure. As of 7/12/10 there have been no further report of this issue from this customer site.